Event description:
New information noted that the implantable cardioverter defibrillator (ICD) exhibited a diagnostic anomaly.

Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that was exhibiting oversensing noise. No changes or intervention was reported. There were no patient consequences.